Manufacturer narrative:
Concomitant medical products: information references the main component of the system. Other relevant device(s) are: product ID: 9735737, software version: 2.0.0, product ID: 9735737, software version: 2.0.1, product ID: 29631, serial/lot #:(B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that no failures were found. The navigation system then passed the system checkout and was found to be fully functional. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a cranial biopsy procedure. It was reported that there was an alleged inaccuracy during a case using the automated trajectory guidance unit. Registration was completed with a mixture of touch points and tracing. Registration seemed accurate and had a 1.1 accuracy metric. The surgeon was inaccurate of around 3 mm at the surface of the skull, and around 1.5-2mm off at the target. The plan was behind the trajectory. The system also underwent an error 64 mid case. It was reported that there was no impact on the patient's outcome. There was no reported delay to the procedure due to this issue.

Manufacturer narrative:
H3: a software analysis was initiated. There was insufficient information to determine if a software anomaly contributed to the repo rted inaccuracy. Logs captured 3 sessions on the date of the issue, the site did multiple registrations on the date of the issue and logs also captured that the site used the automated trajectory guidance unit on the date of the issue. The archive had 7 mr exams, 2ct exams, and 1 3d object exam. The object exam is loaded with a warning "restricted use" as the protocol of the exam was not optimal for the stealth to use. All the exams were merged by taking the CT-2 exam as a reference, merge looked accurate. There were two plans, one with a craniotomy of length 77.9mm and the other with a 30.9mm length (it's hidden). The site used both touch and trace registration, the site collected 10 touch points among them 2 are yellows. The site did a minimal trace and the registration is passed with an accuracy metric of 1.1mm with green and yellow zones of accuracy. Few trace points were sunken into the skin, hence suggesting to use lighter touch while collecting the trace points, collecting more trace points, and including the nose (most anterior part of the cranial) in the trace region. The error 64 issue was not able to be reproduced in-house. This issue is consistent with a known software issue. H6: b01, c10 and d02 apply to the software analysis for the error 64. B01, c19 and d15 apply to the software analysis for the reported inaccuracy. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.